Event description:
Provider alleges the hand control wires were pulled a little and sparks allegedly went to a small flame and part of the hand control was charred.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Damaged hand control harness.

Event description:
Provider alleges the hand control wires were pulled a little and sparks allegedly went to a small flame and part of the hand control was charred.